Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the sbc was able to reproduce/confirm, the reported image errors. According to the physical device inspection performed, it was ascertained, that the image had a color defect. And switches between a green and a purple image. After dismantling the scope and inspecting the components individually, the image color malfunction could be attributed to defective cable unit. Furthermore, the physical device estimation showed, the following defects: scraping on the cable unit¿s grey protection hose. Damaged fiber composite of the optical fibers at the distal end of the outer tube. Dents on the outer tube. Light intensity is insufficient, due to broken optical fibers. Remote switch button no. 1 is not functioning. A manufacturing and quality control review was performed, for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that a telescope had a purple image. It is unknown when the reported issue was found. There was no harm or user injury reported due to the event.